Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The products are not returning. Refer to MFR report: 2242352-2012-00925 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Lot history record review was completed for the reported product lot number. There was no nonconformances recorded in the lot history. (B)(4).